Event description:
It was reported that the patient presented to the hospital emergency room due to an arrythmia. Upon device interrogation, the right ventricular (rv) lead exhibited failure to capture. The rv lead was explanted and replaced. The patient remained stable throughout the procedure.